Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the patient ¿did not get rapid falling alarm.¿ the (cgm) graph went from 16 mmol/l to 3 mmol/l within a 1/2 hour length of time. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because of the allegation of the pump not alarming could lead to a blood glucose excursion.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/05/2017 with the following findings: the black box and cgm history show ¿cs218¿ cgm glucose fall rate alert on (B)(6) 2016. Review of user setting show cgm fall rate alert was enabled and set to 3mg/dl. The battery compartment and cap are undamaged and able to fit. Test transmitter was paired with the pump correctly. Bg calibration of 120 mg/dl was accepted in both attempts within 2hr. Pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%. No eaw occurred during the investigation, test ¿cs218¿ warning was simulated with 2mg/dl as threshold. The pump gave the appropriate ¿cs218¿ warning audible and visible alert. -unable to duplicate ¿absence of cgm fall rate alert¿ complaint. Cgm fall warning feature is functioning properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.